Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.5/2.0/66 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault with rotation and later replaced with a spherical lens of longer length. The replacement lens resolved the problem. Cause of event was reported to be user error and other.